Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the home choice (hc) during use during dwell 3. The home patient (hp) reported waking up to the system error. The technical service representative (tsr) asked if the hp had any other alarms before that and he said he was asleep and had no idea. The tsr had the hp cycle the machine. The tsr assisted the hp to view the alarm log and discovered a system error 2240. The tsr explained the alarm. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. The tsr instructed the hp to end therapy and contact his nurse. The tsr assisted the hp to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. He stated that he did not actually see a leak, but that the baxter technical services representative (tsr) had suggested that the issue could have been a leak. He did not note anything usual about his supplies that night. There were no samples available. The patient confirmed that there were no adverse effects, and that he had taken preventative medication. Therapy since has been going well. Bps contacted the registered nurse on (B)(4) 2012. She stated that she did not know details about the incident, but she did confirm that the patient had contacted gts the night that it happened. She stated that the patient has been continuing therapy on his homechoice successfully since. She reported that there were no adverse effects, but that they had followed peritonitis protocol as a preventative.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.